Event description:
It was reported that stored episodes of intermittent oversensing of noise was observed on egms. Noise was not reproducible with isometrics. Patient condition was stable and will be monitored remotely.